Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the phenomenon occurred due to a failure of the starter board which has light source function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the following: a) the scope connector socket is defective. Type of light guide cannot be detected; due to the failure of the sensor. B) output socket contact pins are corroded. C) there was a non-olympus lamp. D) the starter board is defective and operates randomly, causing the device to start up on the spare lamp. And e) lamp does not light; due to the igniter failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source connection plug for ebus scope was broken. The black pin remained in the plug, and needed to be pulled out. There were no reports of patient or user harm associated with this event.